Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and confirmed an inner member separation at the distal end of the proximal marker. The outer member was stretched/necked proximal to the proximal balloon seal. The balloon was still intact. Though difficulty removing the protective sheath was not reported by the site, based on the devices visual analysis, it appears there may have been resistance with the protective sheath during sheath removal, which may have led to a separation and subsequent inflation difficulty. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath and subsequent difficulty with inflation was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that during post-dilatation in an unspecified vessel, an attempt was made to inflate the 3.5x12 nc trek rx balloon but the balloon failed to inflate. The device was withdrawn from the anatomy and another unsuccessful attempt was made to inflate the balloon. Another nc trek rx balloon was used to perform post-dilatation. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.